Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram assembly was evaluated and ordered for replacement. No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.